Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. Blood glucose at the time of the incident is unknown. During troubleshooting, the customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. She also reported that there was a large air bubble in the reservoir. She indicated that she used cold insulin. The customer stated she changed the infusion set and reservoir and primed. It was advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis. The reservoir and infusion set will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test,displacement test and rewind test. No prime anomaly noted. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.